Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary: we checked the returned unit and confirmed that the fluid damage in the ccd driver pcb. Based on the result, we concluded that it was caused due to the fluid damage and led to the electric safety test failed and the ccd driver pcb defect. Replaced parts in this complaint are as follow. Ccd driver pcb. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Dielectric strength test failed. Detected at incoming inspection.